Manufacturer narrative:
Attempts have been made to retrieve additional information on the reported events, however no information has been made available. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported in the received journal article that 2'669 patients underwent revision surgery due to unknown reason. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. The source of this complaint is a journal article based on registry data: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a detailed analysis of the reported event. Therefore, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
A journal article entitled "arthroplasty registries around the world: valuable sources of hip implant revision risk data" was received, where the authors evaluated sources of hip implant revision risk data. The purpose of this paper was to briefly describe arthroplasty registry concepts, international registries around the world, us registries,and provide a parsimonious summary of total hip arthroplasty (tha) implant revision risk reports across registries. Revision risk data for conventional stem/cup combinations reported by various registries were summarized in the journal article. These registries were selected because they presented 10-year data on revision risk by stem/cup combination. For the present case, it was reported in the received journal article that 2'669 patients were implanted with a ms-30 stem and a müller low profile cup and underwent revision surgery due to unknown reason. The data were pulled out from UK national joint registry - 10 year data. Source: "arthroplasty registries around the world: valuable sources of hip implant revision risk data", hughes, e. Et al, orthopaedic health policy (2017).